Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01, implantable pacemaker, (B)(6) 2013; 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room three days after implant with palpitations, lightheadedness and dizziness. It was also reported that the patient would cough with al right ventricular (rv) lead threshold tests. Follow-up was able to determine that the patient's rv lead was repositioned a couple weeks later and this resolved all symptoms. The lead remains in use. No patient complications have been reported as a result of this event.